Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose. The blood glucose value at time of incident was 559mg/dl and blood glucose value was 443mg/dl at the time of call and went down to 409 mg/dl when treated with manual injection. The customer also stated that auto mode feature was active and did not allege the insulin pump under delivery. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. No issues found on the insulin pump during troubleshooting. The device was expected to be returned for analysis.